Event description:
This lead was implanted on (B)(6) 2003. A call to technical services on (B)(6) 2011, states that patient is having open chest procedure. To remove all leads, due to an infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).